Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. It should be noted the customer stated she dropped the meter and that it was broken. Note: the device manufacturer date and meter serial number are unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified receiving erratic readings on her adc blood glucose meter. The customer stated she was hospitalized from (B)(6) 2016 "because of her meter". The customer was unable to provide information concerning treatment she received at the hospital, and unwilling to troubleshoot the reported problem with her meter and/or provide additional information. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.